Manufacturer narrative:
Due to the nature of this article, this report may be a duplicate of previously reported adverse events. A lot history record review was not possible since the lot numbers were not reported. The pipeline devices will not be returned for analysis as they were implanted in the patients, therefore the event cause could not be conclusively determined. The causes of the mortality were not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Amuluru, k. Et al (2016). Flow diverters for treatment of intracranial aneurysms: technical and clinical updates. World neurosurgery, 85, 15-19. Doi:10.1016/j.wneu.2015.12.004 related MDR: 2029214-2016-00440.

Event description:
Medtronic received information from literature review of patient mortality after pipeline implantation. This authors reviewed published data and technical updates for several flow diversion technologies, including the pipeline device. The authors reviewed an article, which was a meta-analysis of 13 studies. Nine hundred and five patients and 1043 aneurysms treated with pipeline. Mean aneurysm diameter was 11.1mm. Cumulative mortality rate was 2.3%. The causes of the mortalities was not provided. The authors also reviewed an article in which 273 patients with 295 aneurysms were treated. Of the 273 patients, 142 were treated with another manufacturer&#38112;flow diverter, 130 patients with the pipeline, and 1 patient with both. A comparison of the two devices showed comparable clinical outcomes including mortality. The rates and details of the mortality were not provided.